Manufacturer narrative:
One used/damaged 1.5 mm ultrapower bur, wire pass was returned to conmed for evaluation. Visual inspection of the returned bur found the bur head had broken off and the broken portion was returned. The bur dimensions were measured using toolmakers microscope and found the returned bur to be within specifications. Based on the evaluation result, there have been no findings of quality defects that could have caused or contributed to the reported breakage. A review of the device history record for this device could not be performed, as the lot number was not provided by the user facility. In addition, a 2-year review of product history for this device shows there has been only one other similar complaint of bur breakage received. (B)(4). To date, there have been no serious injuries or death related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: - always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. - always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. - do not use burs for plunge cutting. Damage or injury may occur.

Manufacturer narrative:
As of this filing, the "used/damaged" 1.5mm ultrapower bur, wire pass has not yet been returned to conmed corporation for evaluation. The investigation remains in process. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation. Device hasn't been returned.

Event description:
The user facility reported that during use of the 1.5mm ultrapower bur, wire pass in a brain surgery, the "bur "fractured immediately after beginning to use". As reported, the distal end of the bur was broken off during cutting. The broken piece was safely retrieved with no problems noted. Using an alternate wire pass bur, the procedure went on and completed with no patient injury or surgical delay reported. Despite the good faith effort, no patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.